Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a black screen, and the device was not turning on. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer board issue. A field service engineer replaced both the controller and interface boards to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.